Event description:
Additional information received indicated that when non-dependent asymptomatic patient presented to the clinic for follow-up, several instances of non-sustained ventricular of oversensing due to myopotential oversensing were seen again. Further programming change was made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was myopotentials and post-paced t-wave oversensing on the ventricular channel. Programming changes were made during the device check. The clinician confirmed that deep breathing reproduced the myopotentials and noted that after the change, myopotentials were no longer being oversensed.